Event description:
Patient was revised due dislocating. No loosening and surgical delay was there. Doi: unknown. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint #: (B)(4).